Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oral surgery procedure on an unknown date and suture was used. It was reported that the needle breaks when the doctor goes through the patient¿s gums. The doctor changed the needle and it happened again. No adverse patient consequences were reported.

Manufacturer narrative:
Method codes: 3331. A manufacturing record evaluation was performed for the finished device aj8361 number, and no non-conformances were identified.¿